Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was due to an open fuse caused by the pins being smashed from the bottom plate being ripped off. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.